Event description:
It was reported that the customer electrodes insulated wiring that enters the packaging was frayed and exposing the metal wires. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). The analysis results showed that one (B)(4) cartridge reload was received. The reload was received in good visual conditions and fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic procedure, the staples of the acral part were malformed at the fourth firing. Additional suture was performed. There were no adverse consequences for the patient.